Event description:
It was reported that while positioning the c-arm to begin a patient exam, the technologist stepped off the footswitch and the c-arm continued to move in a downward motion. No injury reported. A field engineer was dispatched to the site and it was determined that the left foot switch needed to be replaced. Once this was completed the system was working as intended.